Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead was oversensing atrial p-waves. The patient had a three second asystole because of the ventricular oversensing. This was seen on a stored electrogram while the patient was wearing a holter monitor. The lead was capped and replaced.